Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing due to electromagnetic interference on the right ventricular lead (rv). No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.